Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that order information not crossed over to machines. The technical support specialist (tss) ran server down query and identified that the intermittent failures publishing data to specific hosts due to internet protocol (ip) address resolution errors. Based on collected logs, the issue appeared to be an intermittent network/connectivity problem. Later customer confirmed that issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, medication had been loaded into the machine, but it had not appeared on the ordered meds not loaded reports and had not connected with the patient's orders to indicate that the drug was available in the machine. Customer stated that in the past, the order information had needed to be pushed back across the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.